Event description:
A report was received that the patient was experiencing pain at the ipg site. Tenderness to palpation with light pressure was noted. The patient will undergo a revision procedure wherein the ipg would be relocated.

Event description:
A report was received that the patient was experiencing pain at the ipg site. Tenderness to palpation with light pressure was noted. The patient will undergo a revision procedure wherein the ipg would be relocated.

Manufacturer narrative:
Additional information was received that there will be no further course of action.